Manufacturer narrative:
Additional information was received that the explant procedure was cancelled. The patient was no longer with the explanting physician. No physician as of the moment.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because it was placed for severe migraines and she no longer had them. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.